Manufacturer narrative:
The immucor employee reporting from the site on (B)(6) 2016 noted that the unexpectedly negative screening test well images were visually positive.

Event description:
On (B)(6) 2016, an immucor employee visiting a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.